Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold. Additionally, while maneuvering the lead for a better position, the helix of the lead failed to extend. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were inadequate capture and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue for the analysis. The reported event of helix mechanism issue was confirmed whereas reported event inadequate capture was not confirmed. A visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/tissue.